Event description:
The customer contact reported an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. Following insertion of a peripherally inserted central catheter (PICC), the patient was administered an unspecified volume of heparin lock flush solution, usp 100 units/ml (expiration date: 8/01/2009). At 1300, "within a minute of hep-lock injection," the patient "verbalized not feeling well and stated that she was 'seeing stars'. The patient had what was suspected to be a seizure like episode lasting about 30 seconds while on the table. The patient's face then turned purple, she experienced generalized clonic contractions and was not responding to verbal questions." At 1305, it was reported that the patient was awake; however, was crying and did not know where she was. The customer contact reported an unspecified concentration of oxygen was administered per nasal cannula. No additional medical interventions were reported. At 1310, the patient was reported to be "more coherent" and was on room air. At 1315, it was reported the patient was "now stable." Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).